Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material #: 2420-0007. Batch/ lot #: unknown (customer provided 200075521- but invalid). (B)(6) hospital has reported the following incident on 3/23/21: IV pump started to beep-IV fluids were leaking out of the bottom of the pump. The set was retained and no harm to the patient was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-29. H6: investigation summary a sample was received and tested by our quality team. The set was primed and immediately began leaking at the bottom of tubing portion which is inserted within the pump. Visual analyses using microscope was then employed to determine the cause of this leakage and a small tear in the tubing was noticed. The customer's complaint of leakage has been verified but the root cause remains unknown. This failure has been linked to improper loading techniques in the past and if it is a common occurrence, please contact customer advocacy for further training. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: unknown (customer provided 200075521- but invalid) children¿s hospital has reported the following incident on (B)(6) 2021: IV pump started to beep-IV fluids were leaking out of the bottom of the pump. The set was retained and no harm to the patient was reported.